Event description:
According to the reporter the customer had a capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. It is unknown how long the physician has been performing the procedure. The vacuum source used was a medela pump but it is unknown what the vacuum pressure was before the procedure (with and without finger). The vacuum pressure during placement was 550. No lubricant was used to facilitate the capsule placement. The delivery system and the capsule will be returned to given. The physician is not clear to what caused the failure to attach

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. Visual inspection revealed that the plunger was stuck and not fully released, causing the capsule not to detach. The IFU for this device states, do not rotate or otherwise force the plunger beyond the white line on the barrel. Rotating or forcing the plunger beyond this may result in possible damage to the delivery device. This may also interfere with the detachment of the capsule from the delivery device, and cause possible injury to the patient. This was determined to be a user error. If information is provided in the future, a supplemental report will be issued.